Manufacturer narrative:
The insulin pump was received with intermittent up and down button response due to corroded keypad traces. No button error alarm noted during testing. No numbers ramping on their own or scrolling bar moving anomaly noted during testing. The device functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The device was received with cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 351 mg/dl. The customer stated that she went to give a bolus and found that the numbers were scrolling up. She stated that she used the down arrow and was able to bolus. She treated with a manual injection also. She noted that she was able to exit from the screen to pull up her basal rates. She then stated that she had the device in her purse, which was when it alarmed button error. She added that the alarm occurred thrice. She advised that she was just recovering from being sick, which may have contributed to elevated blood glucose levels. It was also reported that the insulin pump may have been exposed to sweat from the customer's skin because she hid the device in her bra typically. Advised replacement of the insulin pump. Nothing further reported.